Event description:
Customer reported a patient's inform system blood glucose result of 388 mg/dl, lab result of 98 mg/dl within 10 minutes. Reported no adverse event relative to the discrepancy. Strips not available for return, replacement system sent. Meter passed valid control tests, was not replaced or returned.